Event description:
Facility called alleging that some of the readings in the memory are missing on one of their pt's meter. Facility claims they have noticed this memory issue on other ultra meters. Facility claims that for this particular pt there are no readings after 2003 and they know pt has tested their blood sugar after that date. Customer service was unable to resolve the issue and sent facility a new meter for the pt.